Event description:
One of two cases reported by the same reporter. A pregnant female consumer began using one neosporin scar solution sheet (silicone) every 3 to 4 days in 2006 (exact date unspecified) for scar reduction. At time of reporting, the outcome of the pregnancy and product use were unknown. Follow-up information received by pfizer on nov 08, 2006 has upgraded this case to serious. The consumer reported that during a routine pregnancy check-up in 2006 (exact date unspecified), she was informed that the fetus passed away in utero. The consumer stated "the fetus no longer had a heartbeat". The consumer further stated the doctor was unable to determine the cause of death due to the length of time that had passed since the intra-uterine death. The consumer requested no further contact.

Manufacturer narrative:
The product was not returned for failure analysis/ laboratory testing. It cannot be ruled out that the product may have possibly caused the event.